Event description:
(B)(6) study. It was reported that a complete heart block occurred. Procedure summary: the patient was on a prior regimen of aspirin at the time of the procedure. The patient received loading dose of 324 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then a 25 mm lotus edge valve was deployed successfully. There was correct positioning of the prosthetic heart valve into the proper anatomical location. Event summary: the same day of the procedure, the patient developed 3rd degree av block and left bundle branch block. ECG revealed abnormal rhythm with left bundle branch block. A permanent pacemaker was implanted and the complete heart block was considered resolved. Four days later, the patient was discharged on aspirin and clopidogrel.